Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02378. D10: medical products: item#: unknown, unknown humeral head; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder surgery on an unknown date. Subsequently, while the patient was in recovery the implants dislocated.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: medical products: item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: j7565432. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder surgery on an unknown date. Subsequently, while the patient was in recovery the implants dislocated due to the patient's shoulder not being tensioned properly by surgeon.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. T was communicated that the shoulder was not properly tensioned by the surgeon. Without more information, it cannot be concluded that this led to the dislocation. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.